Manufacturer narrative:
Date initial report sent: 03/25/2008.

Event description:
Procedure: gastrectomy. According to the reporter: the staples did not form, shape was a (u), they over sewed the staple line with suture. Or time extended by 90 mins, no tissue damage reported, no blood loss, no pt injury. No other info reported.